Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). According to the service order# (B)(4) dated on 2018-11-06 following was found: the technician replaced hl 20 motor (material# (B)(4), serial# (B)(4)) to fix the "diff" error. The technician performed preventive maintenance, calibration and full functional test as per the service manual. All tests passed. To perform further investigation the defective motor has been requested for return. A supplemental medwatch will be submitted after new information has been received. Reference exemption # e2018002.

Event description:
It was reported that the error message "diff" occurred during in house repair. No patient involvement was stated. (B)(4).

Manufacturer narrative:
(B)(6) 2019: the investigation was performed by life cycle engineering with the following outcome: the measured tachometer signal output had a significant deviation with respect to the expected value. This deviation appears to cause an improper pump speed control and therefore the displayed error. The possible cause of the reported ¿rpm-diff /runaway¿ error is the faulty motor´s integrated tachometer. Thus the reported failure "diff error" could be confirmed. The occurence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal reference: (B)(4), ref. Tw# (B)(4).